Event description:
The customer reported via phone call that the insulin pump alarmed no delivery as well as suspended. The customer's blood glucose was 248 mg/dl. The customer expressed that the issue did not result in a serious injury or hospitalization. The customer did not perform troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.